Manufacturer narrative:
Results: the pull tube was withdrawn from the penumbra coil 400 coil (pc400 coil) pusher assembly, and the pull wire was fractured. The proximal end of the fractured pull wire was protruding out of the proximal end of the pusher assembly hypotube. The embolization coil was detached from the pusher assembly and hanging out of the distal end of the non-penumbra microcatheter with the proximal constraint sphere intact. Conclusions: evaluation of the returned devices revealed the pc400 embolization coil was detached from the pusher assembly with the proximal constraint sphere intact. This damage likely occurred due to improper handling during use. If excessive force is used during retraction it is likely that the polymer portion of the pc400 coil will elongate, effectively extending the distal detachment tip (ddt) distal to the reach of the pull wire distal end. This will allow the proximal constraint sphere of the embolization coil to become detached from the pusher assembly. Evaluation of the returned px slim revealed the distal tip of the px slim was ovalized. This damage may have occurred due to forceful manipulation of the px slim during positioning within patient anatomy, and may have contributed to resistance during attempts to retract the pc400 coil into the px slim. Evaluation of both returned penumbra devices revealed their proximal ends were fractured off. This damage likely occurred during attempts to retrieve the detached embolization coil from the patient anatomy, as described in the complaint. All penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01115.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coil 400 coils (pc400 coils) and a px slim delivery microcatheter (px slim). During the procedure, the physician deployed a pc400 coil into the aneurysm; however, the coil migrated to the middle cerebral artery (mca). The tip of the px slim was still in the aneurysm but it was difficult to remove the pc400 coil from the mca so the physician decided to reposition the px slim outside of the aneurysm in order to reduce resistance and deflection. The physician then attempted to retract the pc400 coil pusher assembly back through the px slim; however, the pc400 coil unintentionally detached. Therefore, the physician cut off the hub of the px slim and required a snare device to remove the detached pc400 coil from the patient. The procedure was then completed using another manufacturers'' coils and microcatheter. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush of saline during the procedure. There was no report of an adverse effect to the patient.